Event description:
It was reported that during a procedure to place a stent, it would not deploy. It was noted at that time that the clip at the back end of the handpiece had popped out. The doctor was unable to push it back in, so the device was removed. It was reported that there were no tight angles or bends and there was no resistance felt when advancing to the intended site. The approach taken was the femoral artery and the intended site was the subclavian artery for stenosis. A 6f sheath (90 cm long) and a 0.035 glide wire were used for the procedure. The procedure was completed with another device without any difficulty. No reported injury to the pt.

Manufacturer narrative:
The lot history records were reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval to date. Based on the info received, the results of this investigation are inconclusive and the root cause is unk. This application represents an off-label use of the device. The current info of use for the device states: the luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.